Event description:
The distributor reported a defect in the packaging seal. This was identified during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
One unused device was returned for evaluation. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and two similar complaints for this lot number were found. The returned device was visually examined and the complaint was confirmed. The root cause is attributed to the manufacturing process.